Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after dinner on the first day of ilet use, with a recorded glucose of 60 mg/dl for approximately 20 minutes; the user ingested orange juice and peppermints and received assistance from an aide, and no alerts or alarms were reported. Symptoms included headache. Outcomes included resolution with oral glucose and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding algorithm learning and glucose variability early in therapy. Investigation of this case revealed no device alarms and no device malfunction identified, with the event characterized as hypoglycemia of unclear cause during initial adaptation. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.